Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No blank display or pump shuts off noted. All operating currents were within the specifications, no unexpected low battery or off no power alarm noted. The insulin pump was unable to prime during the prime test due to faulty force sensor. The insulin pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. No moisture damage inside the insulin pump noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank screen even after changing the battery. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump was neither dropped, bumped nor exposed to moisture. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.